Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's sync-output time was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, 30j self testing, discharge and cardioversion testing without duplicating the report. The device was recertified and returned to the customer. The report was not observed in the device activity logs. The clinical data file would be needed for review to determine is the sync markers were present and the discharge occurred out of specification. However, the clinical data file was not available as part of this investigation. No trend is associated with reports of this type.